Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision, reason for revision: unexplained. Patient activity level prior to event: restricted range of movement, function impaired. Type of patient activity: walking time limited. Patient clinical condition prior to revision: hip revised (B)(6) 2009, because of neck fracture has an MRI scan been sent to ic? Yes. Has a blood sample been sent to ic? Co = yes; cr = yes. Has soft tissue samples been sent to ic? Yes. Update received: (B)(6) 2014 - marked as legal, added (B)(6) reference number cross referenced, attached query surgeon correspondence, attached surgeon confirmation form, added cup lot number, added products: stem and taper sleeve, added (B)(6) reference number, added and amended implant date (see below), added surgeon: mr (B)(6), added surgeon title and initials: mr (B)(6), added side hip: right, added hospital: (B)(6), stockport and added reason(s) for revision: component loosening - stem, pain, alval / soft tissue reaction and fluid around hip which was aspirated and found to have brown / orange fluid. Cup implant date: (B)(6) 2008, xl products implant date: (B)(6) 2009, all remaining products revised: (B)(6) 2011. Resurfacing to xl patient - see (B)(4) for 1st of 2 revisions.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.